Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not detected on bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations main drawer 2.1 and 2.2 device not detected on bus. The field service engineer (fse) had inspected the station and found that drawers 2.1 and 2.2 had failed. After disconnecting both, the controller board had lit up. Drawer 2.1 had functioned properly when reconnected, but drawer 2.2 had caused the station to lose power. The fse had left drawer 2.2 disconnected and had confirmed that the station had operated without further issues. The fse had then replaced the board with a new one, and the station had powered on without issue and also performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not detected on bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.